Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken atrial output connector. Analysis also noted that the hanger assembly was broken, display wire was pinched with wire insulation exposed and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port on the external pulse generator was broken. The device has been returned for service. There was no patient involvement.